Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated that they changed the battery five times, but the insulin pump asked to change the battery following a battery error. The customer also reported that the icons on the screen would turn red after few minutes of inserting new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.